Event description:
Painful knee [arthralgia]; knee swelling [joint swelling]; low blood pressure [hypotension]; swollen all over [swelling]; redness on knee [erythema]; 2 spots behind her right knee that were itching/covered in hives [pruritus]; right side of face swollen/eye almost swollen shut [swelling face]; cardiac event [cardiac disorder]; beginning signs of pneumonia [pneumonia]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) female pt, initials (B)(6), with a history of osteoarthritis and previous synvisc treatment, who experienced pain, swelling, redness, leg cramps, hives, low blood pressure, a cardiac episode and pneumonia after starting synvisc. The pt reported that she received injections of synvisc into her right knee in (B)(6) 2009. The pt did not report how many injections she received. The pt reported that she experienced knee pain, knee redness and knee swelling immediately after receiving the injections (date not provided). The pt reported that she also experienced leg cramps in her right calf (date not provided). The pt reported that she was seen by her hcp, who checked her potassium levels, which were normal. The pt reported that in the last week of (B)(6) 2010, she developed 2 spots behind her right knee that were itch. The pt reported that by midnight that same day, she was "covered in hives." The pt reported swelling in the right side of her face and that she was "swollen all over" (date not provided). The pt reported that she went to the emergency room and also treated her symptoms with benadryl (date not provided). The pt reported that the following morning, she went to see her hcp, who tested her blood pressure and found it to be "bottoming out" at 50/35 (date not provided). The pt reported that on (B)(6) 2010, she again went to the emergency room and then to the office of her hcp, at which time she experienced a cardiac event (not otherwise specified). The pt reported that her hcp thought she had a blood clot in her heart. The pt required treatment for her symptoms. The pt reported that she was hospitalized and received a heart catheterization (date not provided). The pt reported that on three separate occasions, she went to the emergency room and received a total of three steroid injections into her right knee (dates not provided). The pt reported that her orthopedist "went into her knee in (B)(6) 2010 and flushed all the synvisc out and all symptoms stopped." The pt reported that she also had a CT scan, which showed she was in the beginning signs of pneumonia (date not provided). The product lot number was not reported. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(4) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.